Manufacturer narrative:
Stryker evaluated the customer's device and was unable to verify or duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. A review of the electronic records of the device indicated the device was working normally. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. The crew unplugged the cables from the device and the defibrillation electrodes and reconnected them. The defibrillation electrodes were replaced. However, the issue remained. The cables were switched with another device to treat the patient. The patient was pronounced dead at the hospital after ongoing resuscitation at the emergency department.

Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker performed a clinical review of the reported event and determined it is unknown if the device use contributed to the patient outcome for the following reason: insufficient data within the file to determine the impact of the device use. The electrodes and patient¿s electronic data (pco) were unavailable for analysis. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The customer advised that the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. The crew unplugged the cables from the device and the defibrillation electrodes and reconnected them. The defibrillation electrodes were replaced. However, the issue remained. The cables were switched with another device to treat the patient. The patient was pronounced dead at the hospital after ongoing resuscitation at the emergency department.